Manufacturer narrative:
Other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was scheduled for her implantable neurostimulator (ins) replacement for (B)(6)2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient is in a state of over discharge. The patient stated that they last remember charging their device six months ago. When asked why such a period of time between charges, the patient stated that their remote and charging unit were damaged by a prior significant other. The patient was directed to call patient services to get a replacement remote and charging unit. With further conversation, it was discovered this is the second time the patient has had their battery deplete. A trickle charge will be scheduled once the patient receives the remote and charging devices from patient services to clear the over discharge and power on reset (por). The rep spoke with the physician regarding the plan; physician and patient are in agreement. The remote and charging unit was damaged six months ago. The rep attempted to read the patient¿s ins but couldn¿t due to the over discharged state of the battery. The rep discussed the requirements of charging the ins. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient programmer was broken into several little pieces. The patient said they no longer have the programmer and they threw the pieces away. It was also reported that there was poor communication with the ins and the patient couldn't charge the ins. The patient stated the rep told them that they had to get the programmer replaced before they could do anything to help such as a trickle charge. The patient confirmed they still had their recharger and their belt. The rep reported that they told the patient they could meet and they will need to work out getting a patient programmer for them to control the ins. Additional information was received from the patient. It was reported that the ins was dead and a rep and hcp tried to do a trickle charge and it was unsuccessful. The patient said it has been at least over 6 months since they were able to charge and this was the second time device has been discharged. The patient said they are probably going to get the ins replaced. The patient said the programmer was des troyed and stomped by an ex. No further complications were reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functioning within specifications but has reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient's case was on (B)(6). Additional information was received on 2019-oct-15 that stated the battery was replaced. No further complications were reported.

Manufacturer narrative:
Device (B)(4) returned but analysis not yet complete. Section d information references the main component of the system and other applicable components are: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.